Event description:
It was reported that during a roux-en-y procedure when fired on the bowel the proximal and distal ends were fine. The middle of the staple line the staples did not form. Bleeding occurred and over sewing was used to control the bleeding. No transfusion was given to the patient. A second device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m53m80. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).